Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined; this showed cracking at the cartridge collar area which allowed for the cartridge cap to be over-tightened. The type of damage seen could allow for leakage of medication during infusion. The cause of the damage was not definitely established.

Manufacturer narrative:
Corrected data: customer response email received with (B)(6) 2019 as the event date on 05/06/2020.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the patient reported having to change earlier than 24 hours. No reported adverse effect.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the patient reported having to change earlier than 24 hours. No reported adverse effect.